Event description:
On (B)(6) 2014, the reporter stated that there was a prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: there were no errors, alarms or warnings related to a loss of prime observed in the black box history. The pump was unable to hold prime and the force sensor calibration was out of specification. The pump case was removed and the force sensor pins were seated and intact. The force sensor resistance reading was also out of specification with contamination found on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.